Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vulvovaginal mycotic infection ("vaginal fungus infection"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding and vulvovaginal mycotic infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, spontaneous abortion, parity 3, multi gravida, adenomyosis and leiomyoma. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vulvovaginal mycotic infection ("vaginal fungus infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure and cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding and vulvovaginal mycotic infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnoses - tubes, fallopian tubes, essure coils x 2, hysterectomy and bilateral salpingectomy: benign proliferative phase endometrium with intramural, leiomyoma and adenomyosis. Benign fallopian tubes and cervix. Intact bilateral essure coils (gross exam only). Gross examination: the fallopian tubes each contain an intact essure coil. Findings: approximately 6-week size anteverted uterus on bimanual exam, no palpable adnexal masses. Laparoscopic survey revealed no abnormal nodularity along the upper peritoneal surfaces, small bowel, mesentery colon, over edge, stomach omentum. One 3mm dark purple lesion in the posterior cul·dec·sac consistent with endometriosis, one filmy adhesion of the posterior cul de sac to the right fallopian tube, and protrusions at the uterine cornua consistent with in situ essure coils; otherwise unremarkable pelvic peritoneum, uterus, tubes and ovaries. Cystoscopy: normal bladder mucosa without evidence of injury, defects, suture, masses or areas of hyperemia. Efflux of urine from bilateral ureteral orifices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received ¿ reporter¿s information updated and a new reporter was added. Patient¿s medical history and lab data information (pathology report), and additional details about essure removal surgery were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods"). In an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later, she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vulvovaginal mycotic infection ("vaginal fungus infection"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered, heavy menstrual bleeding and vulvovaginal mycotic infection to be related to essure administration. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.